Event description:
A healthcare worker (hcw) experienced some tingling and skin turned white on his fingers of both hands. The hcw was removing items from a completed cycle and was not wearing ppe. The hcw noticed moisture inside the tray and when he touched it his fingers and hand turned white. The hcw performed immediate first aid after the incident by rinsing his hands for 15 minutes under running water. The hcw did not receive medical attention or treatment.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad nx is considered a low, not significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact is considered none/ negligible risk. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category (B)(4) or "broadly acceptable risk". The system was serviced following the event and was found to meet all system specifications. There were no parts replaced on the sterrad nx; therefore, there were no samples returned for investigation. The root cause was determined to be user error, failure to follow the IFU. The healthcare worker noted moisture in the tray, and did not wear personal protective equipment when removing the load from the completed cycle.